Manufacturer narrative:
Qn#(B)(4). The device sample has been returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon leaked. The patient's condition was reported as fine.